Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (5 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 12-oct-2016 it was reported that the patient¿s pump was refilled for the first time on (B)(6) 2016 and it was unremarkable. In (B)(6) 2016 the patient stated that she was having increased pain. Then on (B)(6) 2016 the patient slept all day and woke up twitching, sweaty, and nauseated like withdrawal. The symptoms had come on suddenly. The patient was seen today at which time the expected residual volume was 17.4 ml and the actual residual volume was 0.2 ml. The patient was sent to the ER (emergency room) and plans were to explant the pump. The reporter did not believe that the discrepancy was due to a pocket fill, programming error, or the patient accessing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.